Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges the device builds up pressure too high and has a burning smell. The user alleges nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device builds up pressure too high and has a burning smell. The user alleges nasal/throat irritation or sorenes. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on apr 07, 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging the device builds up pressure too high and has a burning smell. The user alleges nasal/throat irritation or sorenes. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the ventilator and did not detect any hardware defects on the device. The device was returned without a detachable battery and the inlet filter. The trilogy device and allowed to warm up on the bench top. During this time there were no alarms or error codes.the device was tested on the trilogy multi-function test station and passed the applicable test steps. Test steps 7-9, 15, and 18 were observed as failures but are related to production environment testing parameters.the device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. The manufacturer inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found mutiple error codes and did not observe any critical error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation.the manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed.